Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device was returned for evaluation. The needle and suture end were examined microscopically. The cause of the needle detachment is unknown. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly